Event description:
It was reported that the pump battery was depleting quickly. It was also reported that the pump began burning or melting. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.